Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and later died coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with fortum (1 gram; frequency, route, and duration not reported), vancomycin (2 grams; route, frequency, and duration not reported), and gentamicin (40 mg; route, frequency, and duration not reported) for the peritonitis. Three days after being diagnosed with peritonitis, the patient experienced cardiac arrest and died. The cause of death was reported to be peritonitis and an unrelated indication. Dianeal therapy was ongoing up until the time of death. It was not reported if an autopsy was performed. Additional information is not available at this time.